Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the rn was placing piccs the 10cm introducer, it was difficult to place as it tore and bunched up at the tip. It was stated this happened twice. This report addresses the first device.